Event description:
It was reported that pump malfunction occurred after temperature alarm appeared, and customer noted malfunction code on pump screen. There was no reported impact to the customer¿s blood glucose level. Customer reset pump using instructions provided by technical support, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if malfunction happened again.